Event description:
(B)(4)/FDA approved 2 tier testing failed to accurately diagnose lyme disease in our son. Quest elisa test showed a false negative. Western blot through quest only showed a single igg and single igm band. Western blot through labcorp showed zero positive bands. Subsequent western blot through igenex showed a total of 7 positive bands plus additional ind bands. Our son clinically responded to treatment for lyme and co-infections. (B)(4)/FDA approved tests that were designed to detect a single strain of the lyme bacteria are failing to accurately detect lyme disease, leading to delays in diagnosis and harder to treat, disseminated infections.